Event description:
Healthcare professional reported that after injection in an unspecified injection site or sites with juvederm voluma xc the patient developed "swelling and induration in cheeks, and around the mouth" 9 days after injection. Patient was concomitantly injected with juvederm ultra plus. Amoxicillin and a "dosepak" were provided as treatment and the symptoms began to respond, but when the "steroid" dose tapered, patient reactions began to exacerbate again. This is the same event and same patient reported under MDR ID # 3005113652-2014300419 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling and induration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.